Event description:
It was reported that there was an abrupt decrease in right ventricular pacing impedance and gradual reduction in r-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an abrupt decrease in right ventricular pacing impedance and gradual reduction in r-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The right ventricular pacing impedance has decreased approximately 240 ohms over weeks ending (B)(6), 2009. The impedance trend is steady at about 500 ohms from (B)(6), 2009 through (B)(6), 2010. Sensing values decreased steadily from implant through (B)(6), from approximately 8.7mv to approx 2.9mv. Sensing remains steady through (B)(6), 2010.